Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and patient's right ventricular (rv) lead exhibited noise and oversensing without pacing inhibition, and high pacing impedance measurements of greater than 2,000 ohms. A surgical revision was performed and the lead was extracted and replaced. No additional adverse patient effects were reported. The device remains in service.